Event description:
It was reported that low impedance and high threshold were detected on the lead. The lead to be revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.